Event description:
The customer received intermittent ion selective electrode (ise) noise alarms for approximately one month and received questionable results for one lipemic patient sample. The original sodium result was 113mmol/l with a data flag, the repeat results were 136mmol/l and 120mmol/l, and the repeat result after recentrifugation was 137mmol/l. The original potassium result was 2.8mmol/l, the repeat result was 4.3mmol/l, and the repeat result after recentrifugation was 4.1mmol/l. The original chloride result was 133mmol/l, the repeat result was 132mmol/l, and the repeat result after recentrifugation was 103mmol/l. The results obtained after recentrifugation were believed to be correct. The original results were reported outside the laboratory to medical personnel but the customer called before the patient could be treated. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The customer stated he had noticed there was some debris the first time the sample was processed. The field service representative found there was possible fibrin on the tip of the probe and he replaced the probe. He ran ise checks to confirm that the electrodes were working perfectly and there were no issues. The customer ran calibration, qc and a verification of their own to confirm that the system was operational. A specific root cause could not be identified. Further investigation found the results indicate either a sample integrity issue due to operator handling or a pre-analytical issue or indicate an improper ise flow related issue. The actions performed by the field service representative resolved the issue.